Event description:
Caller reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed the infusion set and cartridge, then resumed insulin delivery.